Event description:
Due to a positive stress test, the patient underwent index procedure with the deployment of one drug-eluting stent to the proximal lad. Post-stent deployment, residual stenosis was 0% with timi 3 flow. The patient was discharged from index hospitalization one day post stent implant. At 71 days post implant, the site was contacted by the patient's family who informed the site that the patient had expired 58 days post stent implant. No autopsy was performed and it was reported that there was no cause of death other than natural causes. In the opinion of the investigator, the event was severe in intensity, unlikely related to the study drug, unlikely related to the study device, and not related to the study procedure.

Manufacturer narrative:
(B)(4): results - death.